Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. No device malfunction identified. The device was requested/is expected but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. If the device is returned and additional information is obtained, a follow-up report will be submitted. This is the first complaint of this type for this part/serial number combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during the surgery the ar-300 can´t saw the calcaneus bone, the surgeon tried in total 3 hand pieces without success. After 30 minutes, the surgeon switched to an open procedure. The surgery took 60 minutes more.